Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H3:-other: an engineering investigation will be conducted after return and receipt of the device. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H6 investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further details were requested from the physician, but were not provided yet. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a long occlusion in the right superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that a 6 fr terumo introducer sheath and a boston scientific v-18¿ guidewire was used. After initially failing to advance the vsx device through the occluded artery (long-segment closure > 45 cm) and then attempting to remove it (to pre-dilate again), the shaft of the delivery catheter broke off inside the sheath. The vsx was still constrained, but the delivery catheter was only hanging on the deployment line. The physician was able to retrieve everything together with the sheath and implanted another vsx device successfully. There was no report of patient harm. The physician believes that the event was caused by a 45° kinked sheath because of the patient¿s high weight.

Manufacturer narrative:
B5 describe event or problem was updated. Please disregard the incorrect statement from the initial report: h6 investigation findings c19 is related to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Engineering investigation: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates the distal shaft is broken not at the bond, and part of the delivery system is stuck within the sheath. The deployment line is loose at the transition. The reported failure to advance due to stenosis cannot be confirmed. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Failure mode of broken distal shaft not at bond is consistent with the findings of the distal shaft separated but still within the transition. The root cause of the reported failure modes could not be established within the engineering evaluation. Investigation conclusions: the primary investigated failure, a use error of failure to obtain full balloon dilation was confirmed by the reported information ¿it was stated full expansion was not completely achieved during pre-dilation,¿. The root cause is unintentional use error. It was noted that the lesion was compliant, however the vsx device instructions for use states the vsx device is contraindicated for non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation. The secondary reported failure mode inability to advance due to stenosis cannot be confirmed by the engineering evaluation. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. It was reported that the lesion was predilated and found to be compliant. However, it was also reported that the physician failed to advance the vsx device through the occluded artery (long-segment closure > 45 cm with calcification). The root cause of the inability to advance is determined to be unintentional use error. The vsx device is contraindicated for non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation or where lesions cannot be dilated sufficiently to allow passage of the delivery system. The tertiary reported failure mode distal catheter shaft broken, not at bond, was confirmed by the engineering evaluation. The engineers observed a broken distal shaft and the shaft remained attached to the catheter transition area. It was reported that during withdrawal of the delivery system, the shaft of the catheter broke off inside the sheath and the catheter was only hanging on the deployment line. The cause of the broken distal shaft is determined to be related to patient condition based on the reported. "The physician believes that the event was caused by a 45° kinked sheath because of the patient¿s high weight¿. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surfacace the following was stated under section contraindications: non-compliant lesions where full expansion of an angioplasty balloon catheter was not achieved during pre-dilatation, or where lesions cannot be dilated sufficiently to allow passage of the delivery system.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a long occlusion in the right superficial femoral artery (sfa) with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated full expansion was not completely achieved during pre-dilation, the target treatment area was not considered a non-compliant lesion, the physician didn¿t mention any unusually anatomical conditions and that a 6 fr terumo introducer sheath and a boston scientific v-18¿ guidewire was used. After initially failing to advance the vsx device through the occluded artery (long-segment closure > 45 cm with calcification) from ipsilateral side antegrade and then attempting to remove it (to pre-dilate again), the shaft of the delivery catheter broke off inside the sheath. The vsx was still constrained, but the delivery catheter was only hanging on the deployment line. The physician was able to retrieve everything together with the sheath without any issues and implanted another vsx device successfully. There was no report of patient harm. The physician believes that the event was caused by a 45° kinked sheath because of the patient¿s high weight.